Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to report back if the problem resurfaced.